Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for mesophilic aerobic flora as follows. (B)(6) 2017: four cfu / 100ml (instrument channel), 1 cfu / 100ml (suction channel), 16 cfu / 100ml (air/water channel). (B)(6) 2017: one cfu / 100ml (instrument channel), 11 cfu / 100ml (suction channel). (B)(4) 2017: ten cfu / 100ml (instrument channel), over 100 cfu / 100ml (suction channel), 5cfu / 100ml (air/water channel). The user facility reported that the subject device had been reprocessed using peracetic acid and a non-olympus automated endoscope reprocessor made by getinge. The forceps elevator was replaced in january, 2017 according to an olympus field corrective action. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device.